Manufacturer narrative:
Method codes: actual device not evaluated, no testing methods performed. Results codes: no results available since no evaluation performed. Conclusion codes: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 600 ml, flow rate: 7 ml/hr + 7 ml/hr = 14 ml/hr, procedure: rib fracture plating, cathplace: right side ribs. It was reported that a patient experienced a fast flow infusion. The pump was still attached to the patient at the time of the report, but the flow rate was adjusted to a very low rate. The patient was being monitored by vitals, and at the time, there were no signs or symptoms of toxicity or patient injury. The pump was noted to be under a blanket since the patient was using a bair hugger. The pump was set to last 42-hours, but after 24-hours, the pump had only about 100 ml.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 22-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The pump was received empty and used. The sample pump was evaluted and it was concluded that fast flow was not observed. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the select-a-flow (saf) was also within specification except for the flow rate 1ml-hr which were below specification for both saf a and b. A potential contributor to the reported incident is the fact that the pump was placed under blankets, per the instructions for use, device should be worn outside the clothing at room temperature since a temperature increase can result in a faster flow rate; however, it cannot be confirmed. According with the DHR review, the production lot met all manufacturing and quality specifications. All information reasonably known as of 08-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.